Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for after post-partum bleeding incident due to the inability to coagulate plaintiff at that time. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain due to the occluded filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were provided. As the images were not interpretable, nothing is observed from the provided images. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for after post-partum bleeding incident due to the inability to coagulate plaintiff at that time. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain due to the occluded filter; however, the current status of the patient is unknown.